Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that a valve model 8300ab19mm implanted in the aortic position was explanted after an implant duration of five (5) years and eight (8) months due to moderate stenosis and regurgitation with increased gradients (40mmhg). According to the surgeon, the valve appeared in good condition, and the increased gradients were caused due to patient prosthesis mismatch (ppm). The patient presented with dyspnea and fatigue. A bioprosthetic valve was successfully implanted in replacement. The patient was noted as to be recovering.

Manufacturer narrative:
Added information to section a4, b7, d9, h3 and h6 (device code and type of investigation) h3: evaluation summary customer report of stenosis, regurgitation and high gradients was unable to be confirmed through visual observations. X-ray demonstrated frame was expanded and commissure 1 bent outward and commissure 2 bent inward. As received, all three leaflets had cuts on leaflet 1, on leaflet 2 and on leaflet 3. The cuts had a smooth and straight edge; cut leaflet were not returned. Host tissue was moderate at the sewing ring and the frame at both inflow and outflow aspects. Wireform was exposed around commissure 3. Sewing ring was cut around the valve and exposed the wireform around leaflet 3 and the silicone around all three leaflet at the outflow aspect. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The customer report of patient prosthesis mismatch (ppm) was unable to be confirmed as per condition of return of the valve in product evaluation. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. According to the surgeon, the valve appeared in good condition, and the increased gradients were caused due to patient prosthesis mismatch (ppm). Based on the information available, the complaint is unable to be confirmed. An edwards defect has not been confirmed. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. As per product evaluation of the returned unit, host tissue was moderate at the sewing ring and the frame at both inflow and outflow aspects. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. The most likely root cause is patient factors.